Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced with poor vision. The lens was exchanged for another lens model 29 days following the initial procedure. Clinical reason for explant was mentioned as myopic surprise. Additional information has received in the surgeon¿s opinion possibly lens could haven been off. There is no impact to the patient. Inadequate a scan may have also contributed.

Manufacturer narrative:
Correction information was provided in b.2., b.5. And h.11 with available information, the file was reviewed and reassessed and it has been determined following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).